Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: when an image is taken, from the 1588, the preview screen and monitor go black confirmed failure: digital board failure probable root cause: cables connectors digital board main board transition board fiber board intermittence between transition board and ch connector software camera head connected monitors use error manufacturing/service nonconformity the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a loss of image.